Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after prepping the 3.0 x 25 mm nc trek balloon, while attempting to backload the device onto a guide wire, it was noted that there was no balloon attached to shaft. The balloon was found to be separated from the shaft and remained inside the yellow protective sheath. It could not be confirmed whether or not there was any resistance during removal of the protective sheath. The device was not used on the patient. Another non-compliant balloon was used for the procedure. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon detachment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon detachment reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.